Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017, 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure. It was also reported that the lead exhibited intermittent undersensing resulting in inaccurate episode detection and inappropriate pacing during an atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.